Manufacturer narrative:
Additional information for d4: suspected lot #: r24e02093. Additional information for d4: expiration date for suspected lot: 05/03/2026. Additional information for d4: unique identifier (UDI) # for suspected lot: (B)(4). H4: the device manufacture date for the suspected lot is 05/03/2024. H11: a batch review was conducted on the suspected lot and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo clearlink system solution set leaked. During a pre-chemotherapeutic infusion of dexamethasone and normal saline a leak was observed from the port closest to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.